Event description:
It was reported that while opening the outer wrap of the foley kit the user noticed that the inner wrap was not completely covered in the kit which left a gap to see the sterile contents of the catheter kit. Also the foley deemed unsterile due to the poor packaging. It was noted that another foley kit was opened for the patient use.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met specifications. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to incorrect operation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labelling could not have prevented the reported failure. Correction: e, h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that while opening the outer wrap of the foley kit, the user noticed that the inner wrap was not completely covered the kit which left a gap to see the inside of the sterile contents of the cath kit. Also the foley deamed unsterile due to poor packaging. So another foley kit opened for patient use.